Event description:
It was reported after inserting the sheath into the patient's body, air appeared on the sideport. No patient consequences were reported.

Manufacturer narrative:
One 8f braided swartz introducer and one 8f dilator were received for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half and a tear in the bottom half of the two part seal. The hole was made by a sharp object that was consistent with a needle. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.